Event description:
The customer reported to leica microsystems that dry biopsy tissue was found after processing using a peloris tissue processor.

Manufacturer narrative:
Investigation of this processing event by leica microsystems is in process.